Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm multiple times without low battery alarm as well as unexpected battery loss alarm. The customer blood glucose level was 19.5 mmol/l. The customer was not assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and active current test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Power error confirmed. Unable to download history file and detail trace due to moisture damage on the electronic assembly.